Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. The upn and lot number are unknown; therefore the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive button kit was used during a percutaneous endoscopic gastrostomy procedure in (B)(6) 2017 (exact date is unknown.). According to the complainant, it worked very well for the last 15 months but on the tenth about a week ago, there was an issue with the placement button which required the patient to go to the hospital for a replacement. The button kit was replaced from 18f to 24f. Immediately after placement the caregiver reported the device seemed a bit loose. Reportedly, the doctor told them that they will tighten it once the muscles have already been healed. There were no patient complications reported as a result of this event.